Event description:
During a pci procedure, the graphix guide wire fractured. The lesion being treated was a very calcified, 99% stenotic lesion in the obtuse marginal branch of the left circumflex artery. The lesion was crossed with a progreat micro catheter and the graphix guide wire. The physician exchanged the graphix guide wire to a rotawire guide wire and ablated the lesion. It was noted that when the physician went to exchange the rotawire guide wire for the graphix guide wire, the tip of graphix guide wire was fractured. When the tip of the guide wire frectured is unknown, however, the fractured tip remains in the patient. A 7fr terumo introducer sheath and 7fr procedure. Patient status is listed as "good"